Event description:
It was reported that bd vacutainer® edta 2k leaked blood from the gate of the tube during blood collection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leakage from molding defect with the incident lot was observed. Additionally, retention samples were inspected from bd inventory for evaluation of mold b30 cavity 42 none were found. Tubes from mold b30 cavity 42 were molded and found no molding defects. A review of the device history records for finished product and tube were completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#893122 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage from molding defect with the incident lot was observed. Evaluation of the customer samples was conducted, and leakage from molding defect was observed. Additionally, evaluation of the retain samples and newly molded product was conducted. Further investigation activities have been conducted through CAPA#893122 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#893122 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer edta 2k leaked blood from the gate of the tube during blood collection. No serious injury or medical intervention was reported.